Event description:
It was reported the (+) button on the pt programmer was sticking. The pt had to press the button several times to increase the amplitude. A new programmer was sent to the pt.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.